Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.3mm x 14mm, eccentric target lesion was located in the mildly tortuous and non-calcified left circumflex artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, when trying to cross the lesion the stent was damaged and the device was removed. The procedure was not completed due to another reason. There were no patient complications and the patient status was stable. It was further reported that the stent only failed to cross the lesion.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). The synergy ous mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no evidence of any damage. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual/microscopic and tactile examination of the hypotube found no kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.3mm x 14mm, eccentric target lesion was located in the mildly tortuous and non-calcified left circumflex artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, when trying to cross the lesion the stent was damaged and the device was removed. The procedure was not completed due to another reason. There were no patient complications and the patient status was stable.